Event description:
It was reported that the nurse, prior to the case, tried the lead screw and could not get the helix to advance. The physician chose to use another lead. The lead was never in contact with the patient. No patient complications were noted as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned, analyzed and no anomalies were found. It was noted that the helix/lobe was distorted/bent and the lead appeared to have been damaged at implant. It was visually noted that the helix was slightly bent however, it still functioned within specification.